Manufacturer narrative:
The hill-rom technical support representative provided the account with troubleshooting and repair rates so they could determine how to proceed. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Head section motor: inspect the actuator assembly. Make sure the pins and retaining clips are intact and not missing. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and that no audible overload indication can be heard during the movement. Repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section lowered unintentionally. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint system as complaint #(B)(4).